Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted; therefore, not explanted. Phone: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the time of implanting the intraocular lens (iol) into the patient's eye, the iol broke in the injector which made it impossible to be implanted. There was a patient contact, tip of the cartridge/inserter touched the patient's eye. The incision was enlarged, another lens was implanted, and sutures were used to close the incision. It was noted that there was a 30 minute delay in the procedure to search for a new lens to be implanted. No additional information was provided.

Manufacturer narrative:
As per product evaluation information the following fields were updated: section d10: device available for evaluation ¿ yes, returned to manufacturer on 11/12/2020. Device returned to manufacturer ¿ yes. Method code updated from 4114 to 10. Results code- 114. Device evaluation: the complaint product was received in its original packaging. The plunger was in a fully advanced position. All the components look correctly engaged. No assembly error and/or defect related to manufacturing process can be observed. Visual inspection performed under microscope: trace of lubricating material was observed in the device. The lens got stuck at the cartridge loading zone and the pushrod overrides it which could broke the lens. The reported issue was verified; however, due to the conditions of the sample returned it is not possible to determine if the reported issue is related to manufacturing process. Based in the analysis product quality deficiency could no be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received revealed that lens was not inserted as it was stuck inside the injector system. The incision was made for the pcb00 and its injection system. As it did not enter, the doctor reported that he had to enlarge the incision to enter a different model. (B)(4). Device evaluation: the product associated to the complaint has not been received. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.